Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had channel error 16-14-18. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21 and annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer?, annex b: b01, annex c: c10 and annex d: d15. Investigation summary: field technician stated issue of channel error. 16-14-18 was confirmed. On11-dec-24, lvp was received unboxed and with paperwork. Unit powers on with error code 16-14-18. Flashed software into unit. Corrupt software on logic board. Device to be returned to (B)(6) center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap.

Event description:
It was reported that the device had channel error 16-14-18. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c10, annex d: d15. Additional information: annex c: c23, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of channel error. 16-14-18 was confirmed. On11-dec-24, lvp was received unboxed and with paperwork. Unit powers on with error code 16-14-18. Flashed software into unit. Corrupt software on logic board. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had channel error 16-14-18. There was no patient involvement.